Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. There was no device malfunction suspected. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. There was no device malfunction suspected. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility. Additional information was received that the reason for the ipg replacement was patients choice.